Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated magnesium results on the architect c4000, serial number (B)(6). Through an extensive investigation, the fsr found that the arc c8k cuv pr 1 pair, list number 01g46-02, needed to be replaced, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors on or around the time of the issue. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This product problem was previously submitted under manufacturer report number 3002809144-2020-01203-00 with magnesium, list number 03p68-22, as the suspect medical device and (B)(4) as the manufacturing site, however, that is incorrect. The correct suspect medical device is the architect c4000 analyzer, list number 02p24-40, and the manufacturing site is (B)(4), which is this report.

Event description:
The customer observed falsely elevated magnesium results for several patients on an architect c4000 analyzer. The following data was provided (customer¿s reference range is 1.6-2.6 mg/dl): sample ID (B)(6) initial result was 3.6, repeat was 1.3 mg/dl. There was no impact to patient management reported.